Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return and additional information has been requested regarding this case. Upon receipt of the device and/or additional information a supplemental report will be filed. Related mdrs for this event: 2029214-2017-00878, 2029214-2017-00879. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician used second coil and when trying to release with the instant detacher this second coil did not detach either. There was no known impact or injury to patient.

Manufacturer narrative:
The concerto coil was returned for evaluation and the clinical observation could not be confirmed. As received, the implant coil was detached and missing from the pushwire. The instant detacher was not returned as it was discarded. The pushwire was found broken on its proximal end. The proximal tip containing the actuator interface and the break indicator was not returned. The pushwire was found bent at several locations from the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. As the received device condition, follow-up was conducted to confirm the complaint details and that the correct device was returned, and response received stating that returned device is the correct device. The instant detacher, the proximal tip of the pushwire and the implant coil were not returned; therefore, any contributing factors from these could not be assessed. Based on the concerto coil analysis, and on the reported information, the cause for the difficulty during detachment with the instant detacher could not be determined. The customer did not report attempting to detach the concerto coil by the manual method (via hypotube). It is possible that the damages to the pushwire occurred, and the missing parts of the concerto coil became lost during shipping back to medtronic for evaluation. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.